Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited backup vvi operation. The patient was brought into the clinic for further troubleshooting. A device download was performed successfully.